Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/28/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported excruciating pain, clicking with certain movements, a lot of trouble going up stairs with falls at times, wife had to help dress him, could not sit/stand/drive for long periods of time, could not participate in activities with kids, unable to do much walking, hip gave out at times while standing, elevated metal ions, walks with cane and limp, had to recline back to sit down and had to stop at every rest stop when traveling long distances. Pfs reported metal ion levels to be less than (B)(4). Revision surgical report noted prosthetic impingement of cup and femoral neck with significant erosions of the femoral neck and area of cup, cup was slightly vertical and very lateralized, abductor deficiency with anterior capsule deficiency, significant synovial inflammation, and significant metal staining of synovium. Part/lot updated. The complaint was updated on: may 20, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. It was reported that the patient was revised to address cup malpositioning. This cannot be commented upon as no patient x-rays have been provided. No additional event information and/or investigational inputs were provided. A search of the complaints databases finds no other reports against the provided liner lot code. The search was not possible against the remaining devices as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd - sales rep reported revision surgery. Patient was revised to address cup malpositioning. The information received does not change the MDR decision. The complaint was updated on: 08/18/2014.